Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005556 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005556 was manufactured according to the work instruction (wi) version 96 manufactured in the line m10, on 14/feb/2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4b00688 was manufactured according to the work instruction (wi) version 33, machine ls06, l007, with a total of (B)(4) units. The sub-assembly, welding of the lot 4b02069 was manufactured according to the work instruction (wi) version 33, machine ls24, ls25, ls11 with a total of (B)(4) units. The sub-assembly, welding of the lot 4b02074 was manufactured according to the work instruction (wi) version 33, machine ls24, ls25, ls11 with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b00680 was glued according to the work instruction (wi) version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b01758 was glued according to the work instruction (wi) version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b01759 was glued according to the work instruction (wi) version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b01760 was glued according to the work instruction (wi) version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b01761 was glued according to the work instruction (wi) version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b01764 was glued according to the work instruction (wi) version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b03040 was glued according to the work instruction (wi) version 37, manufactured in the line pegado 3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 21-sep-2025. The blockage was in the tubing. No further information available.